Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in intensive care unite due to low blood glucose on unknown date with unknown blood glucose. The customer did not provide any information related to the treatment and symptoms. It was unknown whether automode was active or not. The device will not be returned for the analysis.